Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain"), pruritus ("itching arms and legs"), oropharyngeal discomfort ("discomfort in throat"), dry eye ("dry eye syndrome"), cataract ("onset of cataract"), heavy menstrual bleeding ("menorrhagia"), pollakiuria ("too frequent urination"), premature menopause ("early menopause"), memory impairment ("trouble memory"), disturbance in attention ("trouble concentration"), hyperhidrosis ("excessive sweating "), paraesthesia ("tingling in extremity"), muscle spasms ("muscle spasms"), burning sensation ("burning in body"), eczema ("eczema"), arthralgia ("pain joints "), tendon pain ("pain tendons (tendons (upper limbs, pelvis, hips, sacrum, coccyx, dorsal / vertebrae l4 l5)") and musculoskeletal stiffness ("muscle stiffness"). At the time of the report, the pelvic pain, fatigue, sleep disorder, myalgia, pruritus, oropharyngeal discomfort, dry eye, cataract, heavy menstrual bleeding, pollakiuria, premature menopause, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, muscle spasms, burning sensation, eczema, arthralgia, tendon pain and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthralgia, burning sensation, cataract, disturbance in attention, dry eye, eczema, fatigue, heavy menstrual bleeding, hyperhidrosis, memory impairment, muscle spasms, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, paraesthesia, pelvic pain, pollakiuria, premature menopause, pruritus, sleep disorder and tendon pain with essure. The reporter commented: period of onset of adverse events 2012. Current state of the patient: implants have greatly degraded her state of health. She was feeling like she is living in the body of a 80 year-old. Actions taken to treat the patient in the healthcare facility: planned explanation of the essures, ovaries, fallopian tubes and uterus diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-dec-2021. The most recent information was received on 20-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain"), pruritus ("itching arms and legs"), oropharyngeal discomfort ("discomfort in throat"), dry eye ("dry eye syndrome"), cataract ("onset of cataract"), heavy menstrual bleeding ("menorrhagia"), pollakiuria ("too frequent urination"), premature menopause ("early menopause"), memory impairment ("trouble memory"), disturbance in attention ("trouble concentration"), hyperhidrosis ("excessive sweating "), paraesthesia ("tingling in extremity"), muscle spasms ("muscle spasms"), burning sensation ("burning in body"), eczema ("eczema"), arthralgia ("pain joints "), tendon pain ("pain tendons (tendons (upper limbs, pelvis, hips, sacrum, coccyx, dorsal / vertebrae l4 l5)") and musculoskeletal stiffness ("muscle stiffness"). At the time of the report, the pelvic pain, fatigue, sleep disorder, myalgia, pruritus, oropharyngeal discomfort, dry eye, cataract, heavy menstrual bleeding, pollakiuria, premature menopause, memory impairment, disturbance in attention, hyperhidrosis, paraesthesia, muscle spasms, burning sensation, eczema, arthralgia, tendon pain and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthralgia, burning sensation, cataract, disturbance in attention, dry eye, eczema, fatigue, heavy menstrual bleeding, hyperhidrosis, memory impairment, muscle spasms, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, paraesthesia, pelvic pain, pollakiuria, premature menopause, pruritus, sleep disorder and tendon pain with essure. The reporter commented: period of onset of adverse events 2012. Current state of the patient: implants have greatly degraded her state of health. She was feeling like she is living in the body of a 80 year-old. Actions taken to treat the patient in the healthcare facility: planned explanation of the essures, ovaries, fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.